Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted due to pelvic organ prolapse, enterocele, rectocele, and a defect in the external sphincter complex. Following insertion, the patient experienced pain, erosion, bowel problems, recurrence, bleeding, dyspareunia, and vaginal scarring. It was reported that the patient underwent mesh revision concurrently with cystoscopy, colporrhaphy, perineoplasty and sphincteroplasty on (B)(6) 2012 due to stress urinary incontinence, mesh exposure, cystocele, urethral hypermobility, perineocele, incomplete defecation, feces incontinence, anal sphincter tear and rectocele. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapsed in 2008 and 2010 and mesh was used at each surgery. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
Date sent to the FDA: 12/27/2016. (B)(4). It was reported that following insertion the patient experienced incontinence and frequency.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012- . The same patient is represented in each medwatch.